Event description:
It was reported that t:slim x2 pump battery did not charge and generated repeated power source alarms, which eventually led to pump shutdown and inability to turn pump back on. There was no adverse impact to the customer's blood glucose level. Customer used multiple daily injections as backup insulin therapy, and technical support confirmed pump was in warranty, arranged replacement pump shipment, instructed customer to place pump in storage mode, reprogram pump settings, reconnect continuous glucose monitor, and return problematic pump using prepaid label, which customer understood and acknowledged.